Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. A photograph of the product was also received. A visual inspection was performed. The sample was in used conditions without its original packaging. A split was found on the neck flange was observed. It was also observed that there was contamination on the unit and the surface of tube was worn. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that damage occurred after the device left the manufacturing site. Actions were taken to mitigate the reported issue: the quality engineer notified the manufacturing personnel of the failure mode reported by the customer as a preventative measure.

Event description:
It was reported that the device flange had a tear in it. No patient injury was reported.